Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there were issues with 3 reloads. For the first reported reload, the surgeon was able to push the green button and was able to squeeze the handle but the device did not fire. The other reload had an incomplete staple line proximally. The last reload had a poor staple formation and incomplete staple line in the center. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy, when removing the lungs, there had been issues with 3 reloads. For the first reported reload, the surgeon was able to push the green button and was able to squeeze the handle but the device did not fire. The problem was resolved by using a new device from another manufacturer. The other reload had an incomplete staple line proximally. The last reload had poor staple formation and incomplete staple line in the center. The problem with the last two reloads was fixed by opening a new device. There where was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature. Functionally the loading unit was loaded into the listed instrument and applied to test media. All staples were placed and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.